Event description:
It was reported that a cartridge change error occurred. The customer experienced a blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer addressed bg by manual insulin injection and correction bolus via the pump. The customer loaded a cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.